Event description:
An 8f angio seal was deployed following a diagnostic catheterization in 2005. There were no reported complications during the catheterization procedure. The patient had no known allergies to bovine collagen or suture material. During the pullback step when deploying the angio seal device, the patient complained of significant pain, though examination by the physician was negative. Hemostasis was achieved. During hospitalization, the patient complained of discomfort and pain at the femoral artery puncture site and ultrasound in a week later revealed a pseudoaneurysm near the puncture site. The patient was scheduled for a coronary artery bypass graft (CABG) surgery and the physician intended to treat the pseudoaneurysm at that time. Instead of a pseudoaneurysm, induration around the femoral artery puncture site was found. The physician removed just part of the collagen and the anchor remained in the patient. The physician excised the induration for specimen testing, which was negative for acute inflammatory reaction or infection. Following the CABG surgery, the patient was reportedly in good condition and is currently still in the hospital. The physician does not believe the incident was caused by the angio-seal device. A search of the data base reveals no user certification for this model of angio-seal device.